Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer states that the unit had no power. The unit was returned to a covidien service center. Upon triage, the service tech found the unit failed hipot testing. The cord was pulled from the plug's stress relief on unit side, exposing the copper wire. No burn marks or smoke damage.